Event description:
It was reported that after starting the ilet, the user experienced elevated blood glucose readings reaching about 400 mg/dl, discovered a loose tubing connection near the meter connection, and subsequently underwent troubleshooting and education including a full supply change and reapplication of the infusion set after the adhesive folded during placement; the event was handled under an infusion set and cartridge issue involving an infusion set deployed incorrectly or a connector not attached correctly, with replacement supplies shipped. Symptoms included hyperglycemia and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and the reported event was categorized as an adverse event without an identified device or use problem; the relevant device component was recorded where an appropriate specific component term was not available. It was concluded, based on previously established findings for similar reports, that the cause was consistent with device initiation and user handling related to infusion set connection and application.